Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 3005778470.

Event description:
It was reported "package seam fails and water squirts out of packaging when bursting water sachet." Photos depicting the reported complaint issue were provided by the complainant.